Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms and fine noise on the presenting electrogram. Technical services noted the noise was not being oversensed. The lead remains in service. No adverse patient effects were reported.